Event description:
Patient reported having frequent low blood pressure. Patient stated on (B)(6) 2011 her blood pressure was very low and she was unconscious for several minutes. Patient reported her husband found her in the bathroom and her blood glucose level was okay. Patient stated at this time her blood glucose level was often erratic with readings ranging from 42-300 mg/dl. Patient's normal blood glucose level is 130 mg/dl. Patient reported when her blood glucose level was too low she would eat a banana or drink juice and when her blood glucose level was too high, she would take correction via the infusion device. Patient stated at her next insulin cartridge change on (B)(6) 2011 she noticed a crack in the cartridge compartment of the infusion device. Patient reported she did not experience unconsciousness in the time period from (B)(6) 2011 to (B)(6) 2011. No further information is available. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.